Event description:
Lens was opened, as tech started to fold the lens, it appeared not to fold the correct way. The lens appeared to fold upward instead of down. Tech felt that if the lens was forced to fold correctly it would have broken, so the surgeon requested another lens be opened and used. This lens did not contact the patient and the second lens was used to complete procedure. Manufacturer response (as per reporter) for intraocular lens, amo advanced medical opticsmanufacturer provided rga for product return evaluation.